Event description:
Had a lot of pain from knee down [pain in extremity] can't move, I can't move my toes, I feel like I am paralyzed;can't walk properly/need a wheelchair to move around [unable to walk] still have the inflammation [injection site joint inflammation] still my knee is very hot [injection site joint warmth] still have the pain [injection site joint pain]. Case narrative: initial information received on 31-oct-2024 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient who had a lot of pain from knee down, could not move, could not move her toes, was feeling like she was paralyzed; could not walk properly/needed a wheelchair to move around, still had the inflammation and pain and still her knee was very hot, after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. In (B)(6) 2024, the patient took synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48mg/6ml) (with unknown dose, route, frequency and indication). Patient reported that she did synvisc one injection, that had been a month till now and she was still having the pain and inflammation (injection site joint inflammation and injection site joint pain). Patient could not move, could not move her toes and felt like she was paralyzed as she could not walk properly (gait inability) and was hospitalized for that after 2 to 3 days of the injection. It was reported that she called the ambulance as she had a lot of pain from the knee down (pain in extremity) and needed a wheelchair to move around. It was reported that it was a little bit better but still her knee was very hot (injection site joint warmth) (onset: (B)(6) 2024 and latency: unknown for all the events) (with unknown batch number and expiry date for all the events). She wanted to know that why still after one month she had the pain and the inflammation as it feels her knee was in the oven. She had put the ice and nothing improved. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: using wheelchair and put ice for all the events. Outcome: recovering for gait inability and pain in extremity and not recovered for rest all the events. Seriousness criteria: hospitalization and disability for all the events. A product technical complaint (ptc) was initiated on 31-oct-2024 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 14-nov-2024 with summarized conclusion as no assessment possible. Additional information was received on 14-nov-2024 from quality department. Ptc results and global ptc number added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2024: this case involves unknown age female patient who had a lot of pain from knee down, could not move, could not move her toes, was feeling like she was paralyzed; could not walk properly/needed a wheelchair to move around after being treated with synvisc one. Based upon the details provided, the causal role of the company suspect drug cannot be excluded. However, further information regarding patient¿s past medications, concomitant medications, family history and other risk factors would aid in better case assessment.

Event description:
Had a lot of pain from knee down [pain in extremity] can't move, I can't move my toes, I feel like I am paralyzed; can't walk properly/need a wheelchair to move around. [Unable to walk] still have the inflammation [injection site joint inflammation] still my knee is very hot [injection site joint warmth] still have the pain. [Injection site joint pain] case narrative: initial information received on (B)(6) 2024 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient who had a lot of pain from knee down, could not move, could not move her toes, was feeling like she was paralyzed; could not walk properly/needed a wheelchair to move around, still had the inflammation and pain and still her knee was very hot, after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. In (B)(6) 2024, the patient took synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48mg/6ml) (with unknown dose, route, frequency and indication). Patient reported that she did synvisc one injection, that had been a month till now and she was still having the pain and inflammation (injection site joint inflammation and injection site joint pain). Patient could not move, could not move her toes and felt like she was paralyzed as she could not walk properly (gait inability) and was hospitalized for that after 2 to 3 days of the injection. It was reported that she called the ambulance as she had a lot of pain from the knee down (pain in extremity) and needed a wheelchair to move around. It was reported that it was a little bit better but still her knee was very hot (injection site joint warmth) (onset: sep-2024 and latency: unknown for all the events) (with unknown batch number and expiry date for all the events). She wanted to know that why still after one month she had the pain and the inflammation as it feels her knee was in the oven. She had put the ice and nothing improved. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: using wheelchair and put ice for all the events. Outcome: recovering for gait inability and pain in extremity and not recovered for rest all the events. Seriousness criteria: hospitalization and disability for all the events.